Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited a diagnostic anomaly. The device was explanted and replaced for a complaint unrelated to the device. The device was used as an external pacemaker for two weeks. The patient's condition was stable post procedure.